Event description:
The physician reported an angio-seal device has been deployed (specific date unknown). Post-deployment, the pt returned with signs of infection. A round of antibiotics were administered, however, it is unknown if the pt was admitted back into the hosp for treatment with antibiotics or if antibiotics were administered orally. The physician inquired if the angio-seal device should be surgically removed. The sjm representative reviewed the instructions for use (IFU) with the physician.